Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 pocket was out of range. A field service engineer powered station off and cleaned connections on micro switch of latch to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager cubie pocket was out of range. The customer stated that there was a delay in dispensing workflow due to hardware malfunction. There were no adverse events or injuries reported based on this event.